Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. The shock impedance measurement had been increasing gradually for the past year. All other measurements were normal and stable. Additional information received indicates the physician has been unable to follow-up with the patient. This rv lead remains in service. No adverse patient effects were reported.